Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited a telemetry issue. The leadless implantable pulse generator (ipg) was re-interrogated and the accelerometer signal was back. The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.